Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the low impedance and jolting were resolved with extension replacement. High impedance of 16144 ohms remained on contact 8 after extension replacement, but the hcp was able to program around it. The cause of the high impedance prior to extension replacement was stated to be due to a broken extension. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was experiencing a jolting sensation in the ins pocket. The healthcare provider (hcp) decided to do a system revision. Impedance was low on contact #6 so the extension was replaced. High impedance was measured on a contact of the lead, but the lead remained implanted. No further complications were reported or anticipated.